Manufacturer narrative:
No service was dispatched. Requests for more information, including details on the wall outlet was requested but was not received. (B)(4).

Event description:
The customer reported that, while troubleshooting the pneumatic supply power, the technician touched the power cord at the wall outlet and observed 3 large sparks where the cable touched the wall outlet. The operator was not injured, there was no burning smell or smoke and the fire department was not called for this event. There were no patient testing results associated with this event.